Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: on investigation, the alleged damaged cap and casing issue was verified. The battery compartment threads were stripped. The battery cap was stripped and the contact measurements were out of specifications. Due to the stripped cap and battery compartment, the cap was unable to secure properly onto the pump. Using a test battery cap, the pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons. Unrelated to the complaint, the display was found to be dim with a pinkish contrast.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. Reportedly the battery compartment was damaged and the threads on the battery cap were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.